Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator has been exhibiting rf lockout on and off since being implanted in 2012. A device software download was performed but was unsuccessful. No patient symptoms or additional information was reported.